Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist, in coordination with the field service engineer (fse), confirmed that the issue was resolved by the information technology (it) team. A software reset was performed on the affected network switches, which restored normal functionality, and no further investigation required for this device. The system functioned as intended after the information technology (it) team resolved the issue. E1. Initial reporter addr 1: (B)(6).